Manufacturer narrative:
The device was returned for evaluation. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the esheath seam was completely 'flailed'. Patient also had some vascular issues (no pulse) but issue not immediately evident. Access was obtained on the left for the device. The sheath was placed without incident, a 20x4 bav was performed. When taking the bav out of the body, it was noted the bav was not completely deflated. The doctor deflated the bav and it was removed without issue. The commander delivery system was inserted and placed in the correct position. The valve was deployed with trace pvl by tee. During esheath removal, a hematoma was noted and the esheath was found to be completely open along the seam. However, at that time they shot the legs and no vascular damage was noted. After the doctors had left the room, the nurse noted there was no pulse on the left leg. The doctor was called back in to take a look. The patient had a clot and dissection flap in his left femoral artery. The clot was removed and a stent was placed. The patient was reported as 'feeling fine'.